Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via x-ray when the patient presented to the or for a device changeout due to normal eri. Since no electrical anomalies were detected, the physician elected to keep the lead active. The patient was in stable condition post-procedure.